Event description:
The customer's wife stated that the customer was hospitalized with a blood glucose reading of 20 mg/dl. The customer's wife stated that the customer forgot to eat lunch, which cause the hypoglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.